Manufacturer narrative:
Device evaluation summary: device evaluation of the battery charger/modem sn (B)(4) has been completed. The reported problem (can't detect battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to a shorted q4 transistor on the charger bedside board. The root cause for the shorted q4 transistor could not be positively identified. No adverse event resulted form the defective battery charger/modem. The patient was issued a replacement battery charger/modem.

Event description:
The girlfriend of a (B)(6) year old male patient contacted zoll customer support to report that the patient's battery charger/modem wasn't recognizing battery packs. The patient was issued a replacement battery charger/modem.